Event description:
A pt reported that she was skin tested in 5/97 with a negative result. Two to three weeks after skin test was placed, she received her first treatment into scars on left cheek. Some active inflammatory pustular condition was present in cheek at that time, and physician gave a collagen injection whenever she developed a scar from skin condition she had. From 5/97 to 11/97 pt received many treatments into scars on the left cheek, scars which developed on right cheek, a small scar on bridge of her nose which was probably an acne scar predating collagen treatment, a deep wrinkle next to her right eye, and upper vermilion border which she was having injected to provide more definition to border. The pt could not recall exactly how many treatments she received. Pt alleged that she would develop new lesions in the areas injected. She recalled that physician administered intralesional injections on several occasions, possibly corticosteroids, what pt thought was for samples of cultivate and cormax to use topically on lesions. She alleged that a consulting physician told her that these medications may have actually contributed to problems on her face. When scar on the bridge of her nose was treated, she developed a large lesion on end of her nose and she could squeeze her nose and clear fluid would come out of lesion and her pores. When upper vermilion border was treated she broke out 4 days later with lesions at treatment site. Injecting physician told her that the symptoms were due to stress and did not believe new outbreaks were related to collagen treatment or to any type of infectious process. No cultures were done. Consulting physician diagnosed a herpetic virus in vermilion border treatment sites and eye itself (not periorbital treatment site) and a staphylococcal infection causing other inflammatory lesions on her face. This physician cultured lesions on her face within the last 2 months to determine that she had these infections, and prescribed oral valtrex and oral cephalexin which resolved scabs and lesions on her face and vermilion border within 2 days. Pt's impression was that consulting physician believed that injecting physician's injection of collagen into multiple puncture sites at sites which were infected with bacteria and/or viruses may have contributed to inflammatory pustular process. She had not been told by consulting physician that collagen hypersensitivity was a possible diagnosis. On 2/6/98, pt alleged that she had a least 25-30 scars on her face, tip of her nose was gone, and she had a significant amount of scar tissue at end of her nose. Her upper lip was not recognizable as a lip anymore because there was such significant scar tissue where there was none before. She also reported that scars on her cheeks were lumpy and hard. Surgical scar revision was scheduled. She alleged that correction from treatments never lasted very long. Contact with physicians was refused, and pt refused to provide her date of birth or phone number.